Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her vision is blurry in her right eye. She reported, her vision was better before the iol implant surgery and she cannot drive at night. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).